Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak at the level of the drain bag sealing near the stopcock. This component is provided by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m100 set fifteen minutes after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: f11, f12. The initial report inadvertently included information in f11: report sent to FDA and f12: location where event occurred. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR). Should additional relevant information become available, a supplemental report will be submitted.